Event description:
It was reported that an ilet user transitioning from a steel infusion set to a teflon infusion set experienced difficulty inserting the new infusion set, describing that the cannula lifted when the needle guard was removed, consistent with an infusion set deployed incorrectly. No symptoms were reported. Outcomes included product troubleshooting and education, with the user guided through correct insertion technique and understanding confirmed. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user handling and insertion technique issues with the teflon infusion set; no device alarms occurred and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.